Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. The patient reported that the current ins never worked since implant. The patient reported that they have been suffering and in horrific pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the patient never had pain relief from the implant and they removed the ins but left the leads implanted "over a year ago". No further complications were reported.

Event description:
Additional information was received from the consumer on (B)(6) 2018. It was reported that since implant in 2011 the patient's life had not been good. In 2007 the patient had been told about the device by a health care provider (hcp) and that it would take away all of the patient's pain. There have been too many problems per the consumer of the hcp telling the patient in 2007 that they did not need to use medications anymore because of the implanted device and that the device would shock their body to take away pain and they would experience no pain at all. It was reported that they watched a video regarding the device. It was reported that the patient's pain was driving them out of their mind and that they should have had a morphine pump implanted instead. Per the consumer, they did not know why the hcp did not implant a pain pump. The patient was going to have a new device implanted in their back with the lead up from the bottom of the spine to the top of the patient's neck to deliver 1 hundred thousand volts of electricity because the other device does not deliver enough electricity to stop their pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.